Event description:
It was reported that the ilet displayed alert 41 indicating an insulin shaft rewind error and absolute range error that prevented progression, despite multiple restart attempts and dismissal of other alerts; the pump was replaced and the user reverted to multiple daily injections and a prior pump, with highest blood glucose reported at 400 mg/dl and out of range for about three hours, and the device component implicated was the insulin delivery mechanism. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance or medical intervention. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.